Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the lead could not be screwed down in the neurostimulator. A new neurostimulator was then implanted which worked fine. Add'l info was requested.